Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patients ipg has migrated within the pocket site following significant weight loss from the patient. Surgical intervention may be pending to address the issue.